Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned. Visual inspection noted the proximal conductor was distorted at 29 and 33 cm from the pin. The electrical characteristics of the device were found to be within product specifications. Mechanical inspection revealed that the helix electrode would consistently extend and retract within 6 turns. The lead was considered to be functionally normal.

Event description:
It was reported that during the implant procedure the helix would not advance. It was further reported that it was possible that some tissue was caught in the helix as well as possible handling issues. The lead was not implanted. No patient complications have been reported as a result of this event.